Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as all components were not returned for analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6 fr sheath after a balloon angioplasty procedure. Reportedly, upon removal of the proglide device, resistance was felt and it was noted that the suture did not deploy correctly. The posterior suture cuff failed to meet with the foot plate, therefore, causing the suture to fail. Excessive bleeding was noted around the 6f sheath. Hemostasis was achieved with manual arterial compression and a non-abbott device. The physician is reported to be trained in the use of the proglide device. No additional information was provided.